Manufacturer narrative:
H3 other text : the device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was damaged. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles were observed. Device circuit board was damaged. The device was scrapped.